Manufacturer narrative:
Exemption number e2019001. The device will not be returned as it was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for atrial septal defect. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a pre-existing severe tricuspid regurgitation (tr). Due to the severe baseline tr, the pre-procedure plan was the option to close the atrial septal defect (asd). A mitraclip was successfully implanted, reducing mr to 1-2. Post procedure the asd was closed with a 8mm amplatzer septal occluder. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis and there was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation as listed in the eifu, mitraclip system gen 4, u.s., is a known possible complication associated with mitraclip procedures. The investigation determined the reported atrial perforation appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.